Manufacturer narrative:
The hospital biomed reported that, following the case, the unit was tested and no anomalies were noted. The unit was returned to service.

Event description:
The hospital reported that, during a case, mechanical ventilation stopped. The clinician reportedly switched to manual mode, reseated the bellows, restarted the ventilator, and completed the case with no further reported complaint. There was no reported patient injury.